Event description:
Patient was initially comfortable after getting epidural, but approximately 1 hour later, patient called out stating that her epidural had worn off and her pain is back to the same level as before her epidural, despite pushing her epidural bolus button multiple times. Anesthesiologist came to bedside and used ice cubes to test patient's epidural level. Patient felt cold ice on every level of her body, so dr. Proceeded with replacing her epidural. After epidural placement #2, the same situation happened. The patient was initially comfortable, but the epidural quickly "wore off" again. When dr. Was at the bedside assessing this epidural, the patient stated, "does the pump look ok? I feel like when I press the bolus button, the machine just cycles and cycles and nothing happens." It was at this time that we noticed that despite hours of a running epidural, the fentanyl bag hanging in the locked box was completely full. Dr. Disconnected the tubing and tested the epidural bolus button and we discovered that nothing was coming out of the tubing and the patient had not been receiving any medication. Dr. Replaced the epidural tubing, manually bolused the patient with 10ml 0.25%, and reconnected the continuous infusion. The epidural worked perfectly after this tubing replacement.